Event description:
Patient reported pumps that she has are not in use. Needed to be returned for maintenance. One of them not working. States pump got wet. No adverse event occurred using new pump. Patient doesn't know which one broke so reporting both sn: (B)(4), due 02/23/2019 and sn (B)(4) due 04/09/2019. No further information available. Dud the reported product fault occur while in use with the patient? Unknown. Did we replace the device? Yes. Reported to (B)(6) by: patient/caregiver.